Event description:
Ciconte gd, de asmundis c, sieira j, et al. Single 3-minute freeze for second-generation cryoballoon ablation: one-year follow-up after pulmonary vein isolation. Heart rhythm. 2015;12(4):673-680. The source literature reported that two patients (1.4%) developed femoral pseudoaneurysm requiring surgical treatment.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Access site complications and pseudoaneurysm are listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.